Manufacturer narrative:
This is addendum to the initial MDR to document the that the manufacturing review has been completed and to add the UDI no. The review of the manufacturing records found that the lot was manufactured to specification with no anomalies.

Manufacturer narrative:
There has been no medical treatment reported. Multiple attempts have been made to contact the patient and obtain additional information. To date the patient has not responded to any of our requests. At this time, no conclusion can be made as to the degree to which the mesh implant may be causing or contributing to the reported patient outcome. Should additional information be provided, a supplemental MDR will be submitted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Device remains implanted.

Event description:
It is reported that on (B)(6) 2002 the patient was implanted with a bard perfix plug. As reported post implant the patient broke out in a rash all over his body. He began to experience pain three month post operative and has experienced a dull pain ever since.